Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13280. The pts has 3 leads from the same lot number. The pt reported she had been feeling a very sharp pain at her ipg pocket site. The pain only occurs when stimulation is on. The pt stated she uses her scs system approximately 80-90% of the time. Follow-up information identified the pt would like to set up a re-programming session. Additional follow-up pending.

Manufacturer narrative:
This ipg serial number was included in a field. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.